Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. Files returned by the customer were reviewed. They show several high baseline and possible helium loss 3 alarms. According to the additional field service report, the augmentation valve was replaced by the hospital's biomed. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump shut off and could not be turned back on during use. As a result, the pump was swapped out. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the pump shut off and could not be turned back on during use. As a result, the pump was swapped out. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.